Event description:
Per independent repair center statement, the irc5po2v concentrator had low o2 (yellow light). The key failure was a noisy compressor and when replaced found leaks in the sieve bed, heat exchanger and product tank hoses.